Event description:
It was reported that on (B)(6) 2025, during a selenia dimensions mammography system procedure, jerky motion was observed by the user. A field engineer was dispatched to assess the device and determined that the screws within the vta assembly in back of the c-arm need to be secured. The field engineer will be returning to the user site to complete the repair once the repair kit that was ordered is received. No patient/user injury reported.

Manufacturer narrative:
On (B)(6) 2025, it was reported that the tomo motion was jerky. The field engineer (fe) was dispatched to the customer site and found the vta bolts were loose. The fe replaced the vta bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 5,501 days and were not returned for further investigation. The cause of the system shaking was due to lose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: a review of the complaint history for 81005100260 was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: sdm-00001-2d, serial number: (B)(6), manufacture date: 05-24-2010 , system installation date: (B)(6) 2010 , unique device identifier (UDI): (B)(4).